Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that during a procedure, the tip of the photonblade 3 broke off. No information was available regarding patient involvement, medical intervention, surgical delay or adverse event.

Manufacturer narrative:
Additional information: d4: lot number and full UDI added. Correction: b5: updated executive summary. Based on the investigation the device was found to be fully intact and no malfunction occurred; therefore, this event is no longer reportable.

Event description:
Upon further investigation it was determined that the device was fully intact and did not malfunction.